Event description:
One (1) pt, (B)(6), went to ER after using (B)(6) disinfecting lens care solution. The pt filed a complaint and stated there is no instruction to rinse contact lenses prior to inserting the contact lenses.